Event description:
Pt reaction with first use dialzyer (not preprocessed). Immediately, pt complained of dizziness, chest pressure, and difficulty breathing. Treatment was stopped, blood was not returned. Treatment resumed with competitor dialyzer.